Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: zimmer nexgen a/p wedged tibial component, catalog #: 00-5988-007-00, lot #: 62026669; zimmer nexgen lcck femoral component, catalog #: 00-5994-017-91, lot #: 62255092; zimmer nexgen lcck articular surface, catalog #: 00-5994-050-23, lot #: 62285794; zimmer n-k flex all-poly patella, catalog #: 00-5420-008-02, lot #: 62435201; zimmer nexgen full block tibial augment, catalog #: 00-5988-007-10, lot #: 62047932; zimmer nexgen straight stem extension, catalog #: 00-5988-010-15, lot #: 62488076. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-01974, 0001822565-2016-01975, 0001822565-2016-01973, 0001822565-2016-01976, 0001822565-2017-02256, 0002648920-2017-00237.

Event description:
It is reported that the patient was treated with irrigation and debridement after being revised, but still continues to experience swelling and takes a daily antibiotic for infection prevention.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause associated with the swelling is believed to be the non-indicated use of the devices. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.